Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that she cannot see still even after a year of intraocular lens (iol) implantation. She felt vision was worse since having lens implant. She had issues reading and seeing street signs, had a stitch in one eye which was removed post operative visit and would require laser for both eyes due to secondary cataract. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not available for evaluation. Information was provided that the consumer reported will need laser surgery for secondary cataract. Consumer did not want to disclose surgeon's information at this time. Will contact company if patient decides to proceed with obtaining records. No further information provided at this time. File will be reopened when new information is received. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).